Manufacturer narrative:
Visual examination of the returned, used device found the trocar cannula assembly broken at the tip. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: failure to follow the instructions for use can lead to serious surgical consequences. Precautions: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12mm access port and palm grip obturator with bladeless optical tip, 120mm, qty 6, device broke during a robotic ventral hernia procedure on (B)(6) 2018. The fragment of the device was removed from the patient. The reporter advised that neither the user nor the patient were injured during this event and that the patient was listed in stable condition. Information from the user facility via phone with the conmed representative found that a second cannula, metal competitor device, was inserted into the conmed device which is believed to have caused the damaged to the ias12-120lpi. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.